Event description:
On (B)(6), 2011, customer reported to beckman coulter, inc. (Bec) that the synchron cx5 ce clinical system (cx5ce) had a potassium (k+) drift error two weeks ago. Customer reported that she cleaned the flowcell and replaced the chloride tip. Customer reported that the drift error is still present. Customer reported that the cx5ce generated erroneous sodium (na) results on ten patient samples on (B)(6), 2011. The results were reported outside the laboratory. Customer reported that when a physician questioned the results, the samples were rerun and the results were amended. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer verified the performance of the instrument. The root cause is unknown.